Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep uploaded the log files and performed a positive battery and loading test. No further info is available.

Event description:
The customer reported that the 9900 system displayed a pre-charging voltage error message. No pt injury was reported.